Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not meet the customer¿s expectations. There were no patient consequences reported. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received with a clip in the jaws; the clip was removed in order to measure the jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: device fired clips that scissored.